Manufacturer narrative:
Product analysis (B)(4) :2019-07-12 12:16:22 cdt webmremotews interface update: sfdc mnav external reference type : salesforce external reference ID : c00191289 author/date/subject/note: (B)(6) / (B)(6)2019 / auto created from work order (B)(4) / status updated from in process to completed author/date/subject/note:(B)(6) / (B)(6)2019 / attachment uploaded to work order wo00675367 / attachment uploaded to work order wo00675367 author/date/subject/note: (B)(6) / (B)(6)2019 / work order wo00675367 added to complaint / status: in process date completed: (B)(6)2019 hardware: pass software: pass instruments: pass mechanical tests: pass imaging modalities: pass cable grade: a record type: o2 system checkout contact: dennis hansborugh system inspection: pass does the system perform as intended?: yes were hardware parts replaced?: no action/resolution: looked at the logs. After lift and shift the drive wheel disengage led light is staying on after turning off lift and shift. I told the css that this can happen sometimes when you disengage lift and shift and try to drive the o-arm when lift and shift hasn't fully disengaged yet. O-arm had a good case today with out any issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the event logs showed that the lift and shift led was illuminated after disabling lift and shift. It was noted that the issue was suspected to have occurred due to waiting an insufficient time period between attempting to drive the imaging system and allowing lift and shift to disengage. However, the imaging system was noted to have been used since without replication. The imaging system the passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system powered down when attempting to move the imaging system from around the patient after an image acquisition. It was reported that the imaging system was manually removed from the surgical area. There was a reported delay to the procedure of less than ten minutes due to this issue. There was no reported impact on patient outcome. It was later reported that the disengage drive button was left in an "on" state when the reported issue occurred.